Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from her coaguchek xs meter with serial number (B)(4). At 11:50 am the customer obtained a result of 7.4 inr from his meter. At 11:55 am the customer obtained a result of 2.7 inr from his meter. The customer's therapeutic range is 2.5 to 3.5 inr. The high inr result was released to the patient's doctor who disregarded the high result. There is no allegation of an adverse event. The customer's current condition was provided as fine. There were no treatment changes or changes in coumadin dosage based on the meter results. The customer has no hematocrit concerns, has had no changes in diet or medications, has no antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors, and no symptoms of bruising or bleeding. The customer mentioned receiving an error message that is associated with an error in applying blood to the test strip. The customer believed he was applying a sufficient quantity of blood. The meter and strips were requested for investigation. Replacement products were sent. Retention test strips (lot 286320) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint.  This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch correction/removal report no.